Event description:
Manufacturer representative reported the patient was admitted to the ICU with mental status changes while receiving intrathecal drug delivery. The manufacturer was called for troubleshooting and to confirm the rotor study and dye study procedure. The initial statement reported the patient was unconscious. It is unclear what the specific mental status changes were or if the patient ever lost consciousness as originally reported. The drug used in the pump is morphine. A rotor study was performed and the pump was found to be functioning normally. No catheter dye study was performed due to the patient's increased creatinine level. 12/12/06 additional information received from the manufacturer's representative stated the patient has multiple medical issues and during this event, the patient's "blood levels were off" and the patient was experiencing flu-like symptoms of nausea and vomiting. The patient became "worked up" almost "hysterical".the hcp feels that the symptoms are due to the complex nature of the patient's medical issues and not related to the device or therapy. The following day the patient was seen in the clinic and a normal refill was performed. The patient had recovered without sequela.